Event description:
It was reported that the patient presented asymptomatic to the clinic after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. The issue was temporarily resolved by decreasing the ventricular sensitivity. Lead replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was repositioned in 2009.